Event description:
Caller alleged (B)(6) tni results. Results as follows: patient was admitted to the ed with chest pain on (B)(6) 2012. Sample was first sent to the lab for cardiac markers and tested on the siemens centaur. Time: 23:45, tni: 0.00ng/ml, ckmb: 5.58, ck: 494. Triage cardiac markers: date: (B)(6) 2012, time: 00:09, tni: 0.54, ckmb: 15.4, myo: 230. Date: (B)(6) 2012, time: 02:10, tni: 0.38, ckmb: 16.5, myo: 213. Another sample was sent to the lab: time: 06:00, tni: 0.00, ckmb: 4.06. The following cut off's were used: <0.05 negative, .05-0.14 indeterminate, >0.14 (B)(6) patient EKG, echo and angiogram normal. Patient was sent home on (B)(6) 2012 with a discharge diagnosis of muscular skeletal chest pain.

Manufacturer narrative:
No (B)(6) or high bias was observed with any of the 29 whole blood donor samples tested on cardiac lot w49721. All tni values were <0.05ng/ml. Elevated ck-mb and myo is consistent with a skeletal muscle injury diagnosis. No sample was returned from customer to rule out sample specific interference that may have led to elevated tni in the customers result. No product deficiency was established. All sample testing passed final release specifications. Corrective action not required at this time. (B)(4).